Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a recharge burden. Reportedly, the patient was charging every 6 to 12 hours for 2 to 3 hours. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively. Issue was resolved.